Event description:
While the unit was in use on a pt, the screen blanked. After power cycling the unit, the display turned amber and an electrical failure code 4 (ram test fault) was printed. The pt was switched to another unit and therapy was continued. No pt injury was reported.